Event description:
On (B)(6) 2009, the device object of this report was interrogated in order to be implanted in the operating room. It was not possible to communicate with the device. Nevertheless, another ICD was presenting similar communication problems, and finally, a warming electrical blanket was identified as communication problem source. Later outside the operating room, the device object of this report could be interrogated normally, confirming the warming blanket to be responsible of communication problems. On (B)(6) 2009, the device object of this report was again interrogated in order to be implanted. A warning message indicating a reset occurred on (B)(6) 2009 was displayed. Therefore, the device was not implanted. The device is still in its original packaging.

Manufacturer narrative:
December 14, 2009: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved under (B)(4). The analysis is pending.